Manufacturer narrative:
Eval of the implant determined that all the product's design specs were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be an unsuccessful placement failure. This implant loss suggests the source of the problem was likely to stem from procedural errors. Upon discussion with the project manager, it is suggested that the bone was not properly prepared for the implant causing over-torquing leading to the driver being wedged into the body of the implant. Proper intended use of the implant is described in its instructions for use.

Event description:
The implant was placed on (B)(6) 2015 and was removed on (B)(6) 2015 due the clinician unable to separate the implant driver from the implant body during surgery. Bone quality at the time of implant failure was type I.